Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Recent impedance measurement was 45 ohms and a spike of over 100 ohms was seen three months ago. Boston scientific technical services (ts) discussed the possibility of connection issue and suggested to bring patient for a lead evaluation and x-ray. Subsequently, loose of distal pin was suspected. Additional information obtained that patient was seen in the clinic and got an sli of greater than 200 ohms in all shocking vector configurations. Additionally, the patient underwent a surgical intervention where the pocket was surgically re-opened and the distal pin pulled completely out with slight traction applied. After which, the pin was reinserted into the header and further, sli decreased to 40 ohms. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.